Event description:
Customer reported an rh discrepancy with patient samples tested on the galileo.

Manufacturer narrative:
Unable to investigate further due to lack of additional information from the customer.